Event description:
There have been 5 separate incidents of pts with various pulmonary diagnosis, and various ages (2 female and 3 male) who required reintubation for obstructed et tube. Each pt had an in-line suction device in use. Endotracheal tubes were all found to be occluded with thick, bloody mucous. Each incident required emergency reintubation. Pt's ages and diagnosis: 1) 22-yr-old female with post partal sepsis and ards. 2) 20-yr-old male with testicular cancer and metastasis to lungs, and ards. 3) 61-yr-old male with respiratory failure after hernia repair. 4) a male approx 70-yr-old with respiratory failure after aaa repair. 5) 34-yr-old female with wegeners' granulomatosis, and respiratory failure. Hosp has pulled the stock from shelves as of today, 4/10/93.